Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery anomaly. Customer stated blood glucose was remained high after delivery of bolus from past few weeks. Customer stated the insulin pump was not worked correctly. Auto mode feature was not active at time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.